Manufacturer narrative:
Conclusion: the reported event of high impedances was not confirmed. As received, the continuity testing showed all channels passed isolation resistance testing. The cause of the reported event remains unknown. The report event of lead migration cannot be confirmed or not confirmed for product analysis testing alone. As received, visual inspection showed the returned lead channel 1a electrode window missing was found. The cause of the reported event remains unknown.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was having ineffective stimulation due to lead migration. Surgical intervention was undertaken, and the lead was explanted and replaced.